Manufacturer narrative:
H6: investigation findings - code 213 is based upon the evaluation of user facility information and the unused sample returned; code 3221 is based upon no sample returned. H6: investigation conclusion - 67 is based upon evaluation of the unused sample returned; 4315 is based upon no actual sample received. This report is being submitted as follow up no. 1 to provide the completed investigation results. One (1) 8 french angio-seal device was returned for evaluation. The returned device is sealed and unopened. The device was opened to perform functional testing. The device was visually inspected and found to have been in unused condition. No damage or deformities were identified with the components. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were able to be connected and did not disconnect when an external force was applied. Sheath and locator mold cavities were inspected and are as follows: hemostasis sheath - 58, arteriotomy locator - 5. The complaint cannot be confirmed for a sheath and locator connection issue because the returned sample was able to be assembled and stay connected without issue. The exact root cause was unable to be determined. The angio-seal instructions for use (IFU) was reviewed, and the following was found to guide the user: "based on clinical experience, the following describes possible treatments for risks or situations that are associated with use of the angio-seal device or vascular access procedures. Bleeding or hematoma - apply light digital or manual pressure to the puncture site. If manual pressure is necessary, monitor pedal pulses. Av fistula or pseudoaneurysm - if suspected, the condition may be evaluated with duplex ultrasound. When indicated, ultrasound guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed." The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that when the doctor attempted to put the device together, the doctor felt and heard a click; however, when he went to use the device, it came apart and popped back out. As a result of this the wire came out of vessel and therefore access was lost. The patient was on integrelin and manual pressure had to be used. After, a femstop device was used. The patient had a pseudoaneurysm afterwards and needed to be brought back next day to reintervene. The procedure was a thrombectomy and stenting.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to privacy. A2: age & date of birth: requested, not provided due to privacy. A3a: sex: requested, not provided due to privacy. A3b: gender: requested, not provided due to privacy. A4: weight: requested, not provided due to privacy. A5: ethnicity: requested, not provided due to privacy. A6: race: requested, not provided due to privacy. D6a: implanted date: date was unknown. D6b: explanted date: date was unknown. E3: occupation: clinical nurse manager. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.